Event description:
It was reported that variable heart rates between 40-60 bpm is visible on the remote monitor transmission. It was also reported that the electrogram (egm) shows what appears to be undersensing of the intrinsic beat with a ventricular pace coming in at a scheduled time with no capture. Therefore sensing assurance was turned off and sensitivity level decreased. It was further reported that the pacing level has been decreasing and the patient will be getting a holter monitor as a result. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.